Event description:
It was reported patient's right lead had high impedances and was bent at the tip which was found during perm implant on (B)(6) 2025. The physician bent the lead back manually. The procedure was extended as a result. Issue was resolved and therapy was established post-op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.